Event description:
It was reported that an unknown number of months post implant of a bifurcated device a hole was discovered in the device. It was reported that the device was then explanted on an unknown date. No patient information is available at this time.

Manufacturer narrative:
No patient information was provided therefore no medical records and images could be requested as part of this investigation. Additionally no device information, including a lot number, was provided so a lot specific manufacturing record review could not be performed. The current product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined with the limited information available.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device explanted but is not available.